Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon power up. Complaint also alleged that the lifeband did not size the chest. No adverse patient sequelae was reported. No further details were provided.